Event description:
It was reported that a patient experienced a shocking or jolting sensation. It was stated that the device was doing well, the patient used it in the afternoon and evening but in the morning she noticed it was a bit stronger. The patient stated ¿it¿s shocking¿ and she turned the stimulation down and she was ok afterwards. It was noted that the patient hadn¿t noticed how much pain she was having until she got the device and started feeling so much better. It was noted that he patient requested compatibility guidelines for getting MRI or CT scans.

Manufacturer narrative:
Concomitant products: product ID 3888q45, lot# va07n8c, implanted: (B)(6) 2014, product type lead; product ID 3888q45, lot# va0j1r6, implanted: (B)(6) 2014, product type lead; product ID 3888q45, lot# va0has4, implanted: (B)(6) 2014, product type lead; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2014, product type extension. (B)(4).